Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the implantable neurostimulator (ins) was not working and the patient experienced a loss of therapy. The patient stated that they started having accidents in (B)(6) of 2016. The patient called the manufacturer representative (rep) and had an appointment with them in (B)(6) of 2016. The patient reported that the rep did reprogramming and the new program worked for a minute and then stopped working. The patient noted that after that they did some adjusting over the phone but it was not working properly. The patient stated that their hip hurt on the opposite side of the implant. The patient was feeling stimulation and noted that it was kind of uncomfortable right over their rectum on the highest one on program 3. There were no medical procedures, emi, trauma, or falls that may have been related to the issue. The patient was to follow up with a healthcare professional (hcp). No further complications were re ported or were expected.

Event description:
Additional information received from the patient reported that they had cramping on their right side and back of the leg which was the opposite side from the implant site. The patient stated that they had back issues on and off and noticed last week the cramping and pain got worse. Now they could hardly walk as it hurts and the pain medications/salve were not working. When the patient was asked if there were any falls/trauma related to the issue, they stated ¿not really¿. It was noted in the report that troubleshooting resolved the issue. The patient was directed to follow up with the physician they had been working with for the pain issue. There were no further complications reported or anticipated. [Omitted information related to pe (B)(4): stim interfering with EKG].

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and patient stated that they told the health care professional to cut off device for a week to see what happens. Patient stated they have had problems with device and felt like it was not working. With education pat agent was able to help patient turn off the ins. No further complications were noted or anticipated